Event description:
The customer reported that the power cord is frayed/torn.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number 13224920. The ge service rep replaced the power cord.